Event description:
A home patient contacted baxter's technical service center for assistance. The home patient reportedly cut the patient line after waking up confused. Baxter's technical service center assisted the home patient in ending therapy. The home patient was instructed to contact his nurse. No patient injury or medical intervention was indicated at the time of the initial report.